Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-aug-2024 by an adult female patient aged between 40-50 years of age concerning herself. Additional information was received on the same day from the patient herself. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2024, the patient received treatment with 0.5 ml of restylane lyft lidocaine (lot 22252-1) to nose (unknown injection technique and needle type). The patient did not receive any other treatment other than restylane lyft lidocaine to nose. Five days after treatment, on (B)(6) 2024, the patient reported she was not feeling good and described wounds (wound) around her nose and inside her mouth. As suspected, the patient experienced ischemia (implant site ischaemia). The patient was instructed to visit the emergency room and was subsequently advised to seek care at a larger hospital equipped with a pressure chamber. On the same day (B)(6) 2024), the patient was admitted to the hospital and received treatment with hyaluronidase [hyaluronidase] and pressure chamber therapy. After a two-night stay, the patient was released from the hospital but continued to receive daily pressure chamber treatments. As of 27-aug-2024, the events were still not resolved. Outcome at the time of the report: ischemia was not recovered/not resolved/ongoing. Wounds was not recovered/not resolved/ongoing.

Manufacturer narrative:
Company comment: the serious event of ischaemia at implant site and the non-serious event of wound were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical intervention and hospitalization to prevent permanent damage. The potential root cause includes intravascular injection of filler or its injection in the vicinity of blood vessels, resulting in vascular occlusion and its manifestations. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.